Event description:
It was reported that sometime post a port placement in the right chest wall via subclavian vein, the catheter allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One x-ray video was provided for review. The video shows a port being injected with contrast. The contrast exits the port in the mid-catheter with a portion being extravascular and a portion going into the subclavian vein. Therefore, the reported leak issue is confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement in the right chest wall via subclavian vein, the catheter allegedly leaked. There was no reported patient injury.